Event description:
The pump was returned for investigation. Investigation revealed contamination under keypad button contacts and a display failure. This report is made based on results of investigation completed on 12/13/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/13/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, all of the pump keypad buttons responded properly, however the keypad cover was removed and contamination was found under all key contacts. The display screen also appeared dim and discolored. Unrelated to the issues, the up arrow, down arrow, and ok keypad symbols were worn, which has no effect on insulin delivery. (B)(4).